Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation (pvi) pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During insertion, fluid leak and visible air in the faradrive steerable sheath clear was observed from irrigation insertion side which was not present during device preparation. The procedure was completed using different faradrive steerable sheath clear. No patient complications were reported. The product is not expected to be returned as it was deemed contaminated.

Manufacturer narrative:
B5 describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation (pvi) pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During insertion, fluid leak and visible air in the faradrive steerable sheath clear was observed from irrigation insertion side which was not present during device preparation. The procedure was completed using different faradrive steerable sheath clear. No patient complications were reported. The product is not expected to be returned as it was deemed contaminated. It was further reported an air leak was observed upon insertion of the faradrive steerable sheath clear at the femoral site. Air bubbles were observed at the faradrive steerable sheath clear shaft and while aspirating. A slow leak of saline from luer was observed. No blood leak or air in patient was observed. Irrigation was performed with a pressure bag.